Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however it was determined by the field the noise was consistent with external emi exposure.

Event description:
During follow-up, noise episodes were observed. The noise episodes were due to electromagnetic interference while the patient was using a drill. No further action will be taken. The physician recommended the patient no longer use the drill. The patient was in stable condition.